Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving lioresal (500 mcg/ml at 45.08 mcg/day) via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. The patient¿s medical history included spinal cord injury and cardiac stents. On approximately (B)(6) 2016, the patient had drainage at the surgical incision of the pump site. It was cultured and grew klebsiella. The patient was treated with antibiotics (cipro and rocephin). On (B)(6) 2016 superficial dehiscence of the wound was noted although deep closure was epithelialized. The patient was treated with antibiotics for 28 days. On (B)(6) -2016, the patient complained of fever, vomiting, diarrhea, and shortness of breath. He was seen by a surgeon on (B)(6) 2016 and directly admitted to the hospital with the above symptoms and a dermatomal rash on his trunk. Blood cultures were negative. The patient was diagnosed with shingles and treated with acyclovir. He was also diagnosed with bilateral pulmonary emboli and put on heparin. He was continued on antibiotics. Infectious disease requested a csf (cerebrospinal fluid) sample which was obtained (B)(6) 2016 through the side port of the pump. There were no known environmental, external, or patient factors that may have led or contributed to the event. No surgical intervention occurred and no surgical intervention was planned. The issue was not resolved. The patient status was ¿alive ¿ with injury¿ with the injury being noted as ¿patient in hospital, on IV antibiotics, acyclovir, and oxygen¿. Additional information was received on 21-jun-2016 and it was reported that the csf culture taken on (B)(6) 2016 was positive for serratia marcescens. The patient was diagnosed with serratia meningitis. On (B)(6) 2016 the pump and catheter were explanted. The patient was treated with zyvox (600 mg q 12 hours) and rocephin (2 grams q 12 hours) while an inpatient. He was discharged to a skilled nursing facility on (B)(6) 2016 with antibiotic protocol of ceftriaxone (2 g in ns, infuse via IV 2g every 12 hours) through (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.